Manufacturer narrative:
E1: patient country: (B)(6). Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an infusion set fell off while they were sleeping on (B)(6) 2026 which led to high blood glucose. The high blood glucose was treated via drinking water.